Event description:
During an anterior cruciate ligament (acl) procedure, the orthopedic surgeon was using the stryker flexible reamer which broke in two parts. Both parts were recovered from surgical field and surgery progressed without further incident. Reamer was measured to confirm all parts were retrieved.